Event description:
It was reported that the device could not be interrogated and an unexpected drop in battery voltage/longevity was observed. The device was explanted and replaced. No known issues during replacement procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.